Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument passed recognition but failed mechanical engagement when placed on the test system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs showed multiple 22020 error codes, indicating the wrist yaw and wrist pitch axes failed to engage. Fa found the following failure to be related to the customer reported complaint: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. No material was missing. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. This failure is contributed to a component failure and device design. The instrument was also found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The root cause of broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The broken pitch cable and broken input disk likely contributed to the engagement failures. Additional observations not reported by the site: the instrument was found to have a broken monopolar yaw pulley. Broken boss feature, measuring approximately 0.066" to 0.084", was returned. As a result of the broken monopolar yaw pulley, the conductor wire cap was found dislodged from its normal position and the cap was not returned. The root cause of these failures is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have indentations on the edge of the distal idler pulleys. The root cause is typically attributed to mishandling/misuse, such as instrument collisions or impact from an external object. Additionally, the instrument was found to have a missing flush tube from the backend. Root cause is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log for the permanent cautery hook (part # 470183-11/lot # n10180102-0043) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1647. The instrument has maximum 10 uses and there were 3 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The customer reported complaint is not a reportable malfunction, but based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the permanent cautery hook instrument was not recognized by the system. The procedure was completed with a back-up instrument with no reported injury.